Event description:
It is reported that the pins were missing for the alignment instrument. This happened during surgery when the alignment guide would not attach to the bone. The pins were looked for but not found. An x-ray was performed on the patient but no pins were found. Hospital is not sure where or when the pins had been lost.

Manufacturer narrative:
This report will be amended when our investigation is complete.